Event description:
The customer reported that the unicel dxh 800 coulter cellular analysis system was leaking blood and diluent from the front of the unit. The customer could not locate the source of the leak but stated that the leak was contained within the instrument. The customer was wearing personal protective equipment consisting of a lab coat and gloves. Patient results were not affected and there was no change to patient treatment in connection with this event. Beckman coulter field service engineer (fse) found the drain plugged in the nucleated red blood cell (nrbc) chamber. The fse replaced the nrbc chamber and verified repair per established procedures. Root cause of the leak was due to the nrbc chamber drain plugged with debris.

Manufacturer narrative:
Evaluation: results - nrbc chamber drain plugged with debris. (B)(4).